Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
The initial emdr record was due for submission on april 26, 2026. However, the associated reportability assessment¿the controlling record for to create the submission record¿was not completed by the processor until (B)(6) 2026. As a result, the delayed completion of the reportability assessment record directly contributed to the late submission of the emdr.